Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9095771. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-04-05. Medical device lot #: 9065821. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-03-06. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k945952. PMA / 510(k)#: k901449 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 710 bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes from lot# 9095771, and 6 tubes from lot# 9065821, were found with their labels partially peeled off before use. The following information was provided by the initial reporter: "open label".

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA # (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 710 bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes from lot # 9095771, and 6 tubes from lot # 9065821, were found with their labels partially peeled off before use. The following information was provided by the initial reporter: "open label".